Event description:
It was reported that an flogard infusion pump generated a "38" alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of alarm 38 was confirmed during device evaluation. The device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The root cause was determined to be a defective right force sensing resistor (fsr). The right fsr was replaced to correct the reported condition.